Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt came into the office with their device turned off. It had apparently been turned off by another physician due to finding high impedance. It is unk who the physician was that turned the device off. The pt was sent for x-rays to assess the lead, which was stated as having no visible anomalies. Attempts for further info, and to have a copy of the x-rays sent to the MFR for review, have been successful to date.

Event description:
It was reported that the patient's devices were explanted. The date of explant was not known. The explanted products have not been received to date.

Event description:
Clarification was received that the patient did not have explant surgery previously, but just recently had full revision surgery due to the high impedance. The explanted products were discarded by the hospital. Therefore, no analysis could be performed.